Manufacturer narrative:
Continuation of d10: product ID 8731; serial# (B)(6); implanted: (B)(6) 2004; product type catheter; product ID 85 96sc; serial# (B)(6); implanted: 2012; product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-mar-13, additional information was received from the manufacturer representative (rep). The cause of the volume discrepancy was requested. The rep stated "the volume discrepancy resolved with pump replacement. It [was] believed that the cause [was] malfunction of the synchromed ii pump." The cause of the csf tinted yellow was requested. The rep stated, "the cause of the xanthochromia is unknown. It resolved within 1 day."

Event description:
On 2023-mar-21, additional information was received from an healthcare professional (hcp) via a manufacturer representative (rep). It was reported that after pump replacement on (B)(6) 2023, the patient did well for one week. After that time, the patient experienced intermittent efficacy as well as intermittent periods of itb withdrawal symptoms (itching, twitching, and irritability). It was asked to describe any environmental, external, or patient factors that may have led or contributed to the issue. It was reported that "none were found" and that the hcp believed the patient's catheter may have been only positionally patent. The reported that, "upon review of the total catheter length and the current size of the patient, we questioned whether the implanted length of catheter wassufficient for the patient." The report stated the hcp tested catheter patency both prior to and during pump replacement on (B)(6) 2023 and the catheter flowed well. The reported interventions/actions taken stated the hcp decided it was warranted to replace the entire catheter with the new ascenda series catheter. While removing the old segments of the catheter, some removed exceptionally easily. The spinal segment nearly fell out of the patient on its own accord, while the pump segment was taut and adhered to the patient's tissue in multiple locations (reported as the tunneled portion of the catheter), making removal of the entire catheter unfeasible. The hcp was satisfied that the old catheter, some of which broke into pieces upon removal, was the cause of the patient's symptoms and requested that the removed catheter segments be discarded. Based upon the patient's position and the time of the day, he knew the catheter would flow, but could not verify it flowed at all positions and times of day. Having been torn into several pieces upon being removed, the hcp did not agree to have it sent in for analysis. A new catheter was implanted on (B)(6) 2023. The issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8731 lot# serial# (B)(6) implanted: (B)(6) 2004 explanted: (B)(6) 2023. Product type catheter pro duct ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2023. Product type catheter h6; b21 no longer applies to this event. C21 no longer applies to this event. D16 no longer applies to this event. G04105 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (2,000 mcg/ml, 349.1 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient reported feeling itchiness, being irritable, slight auditory and visual hallucinations and increased spasticity. No enviro nmental/external/patient factors that may have led or contributed to the issue were discovered. The patient underwent a catheter aspiration earlier this week. They obtained cerebral spinal fluid (csf), but the csf was tinted yellow. Yesterday evening on (B)(6) 2023) the catheter was again aspirated and dye was introduced into his catheter through the cap to verify his catheter patency. The study was a success and the dye was clearly visualized in the csf. The hcp withdrew the drug from the pump reservoir and compared that to the expected value. The discrepancy (40 ml pump) was this: expected volume: 16 ml actual volume: 19.5 ml. The patient underwent surgery today to try to determine the cause for his withdrawal symptoms. His pump was replaced per the decision of the hcp. The pump was only 4 years old, but the hcp reasoned that if he was in there for surgery now, he might as well replace the pump and give him another 7 years before he needs another surgery for his pump. The issue was resolved at time of report. The patient's weight and medical history were asked, but unknown. The patient's status at time of report was alive - no injury.